Event description:
Bone screw did not lock into humeral bone plate but advanced through the plate. The screw did not protrude into the joint. Pt outcome is fine.

Manufacturer narrative:
Additional devices: cat# 37730, lot # 405190. Device MFR date 08/2007. Review of the device history record found no discrepancies. Parts were made according to established requirements.